Event description:
New information received noted that the lead was oversensing with arm movement and pocket manipulation. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the right atrial lead was observed on a stored electrogram. The lead would be monitored.